Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was noted that the power supply was defective and powered off (shorted) during incoming inspection. It was also noted the lower hinge support plate, the mounting holes from the flex cable, cord bay door rubber hinge and the left and right keyboard hinge were broken. It was further noted that the upper and lower bullets, both sliding rails from the keyboard cover plate and the company logo button were missing. Furthermore it was noted that there was a cut in both antenna cables but the cables were working correctly and that there were several minor cracks in the bezel which were considered acceptable. The programmer software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.